Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. .

Event description:
It was reported that pulmonary vein stenosis occurred. In (B)(6) 2016, the patient's atrial fibrillation was treated with an intellanav oi catheter. A rhythmia mapping system was used during the procedure. At an unknown time later, the patient was diagnosed with stenosis in the left superior and inferior pulmonary vein. No further complications were reported and the patient's current status is stable.